Event description:
It was reported that during the procedure, this right atrial (ra) lead required several attempts for repositioning, due to poor threshold values. On the third attempt to reposition the lead, the helix would not deploy. The lead was replaced with a new one to complete the procedure, and threshold measurements were appropriate with the new lead. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right atrial (ra) lead required several attempts for repositioning, due to poor threshold values. On the third attempt to reposition the lead, the helix would not deploy. The lead was replaced with a new one to complete the procedure, and threshold measurements were appropriate with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and tip region. Additionally, visual inspection revealed no abnormalities, as the lead/tip appeared normal. The helix difficulty allegation was confirmed based on dried blood in the helix housing which prevented direct testing of the helix mechanism. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high capture thresholds.